Event description:
During a bronchoscopic lung volume reduction procedure on (B)(6) 2022 with zephyr valves, one sizing wing on the zephyr 4.0 endobronchial delivery catheter (edc) detached during the first entry into the bronchoscope before a valve was loaded into the catheter. The sizing wing was recovered and removed from the patient. The physician was able to successfully complete the procedure with a new catheter.